Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported sensor did not come with a cannula. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer called stated that it did not have the filament the one that it comes with it did not come with it. Customer reported calibration not accepted and sensor updating. The sensor will not be returned for analysis.